Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd intima-ii¿ closed IV catheter systems were damaged and leaked saline during use. The following information was provided by the initial reporter, translated from chinese: "the radiology nurse reported that normal saline flowed out of the puncturing site when the catheter was pressed and closed. After extubation, damage was found in one third of the posterior hose of the indwelling needle, so extubation was performed to reinsert the catheter tube."

Event description:
It was reported that 3 bd intima-ii¿ closed IV catheter systems were damaged and leaked saline during use. The following information was provided by the initial reporter, translated from chinese: "the radiology nurse reported that normal saline flowed out of the puncturing site when the catheter was pressed and closed. After extubation, damage was found in one third of the posterior hose of the indwelling needle, so extubation was performed to reinsert the catheter tube."

Manufacturer narrative:
H6: investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally a photograph was submitted for the purposes of our investigation. Using this photograph our engineers were able to identify damage along the side tubing of the catheter. The issue has been confirmed. Unfortunately, the photograph does not provide a sufficiently details view of the issue in the tubing, which has prevented our engineers from determining the root cause for this issue.